Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen, contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 8mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.